Manufacturer narrative:
During use of a slalom thrill balloon catheter, the balloon failed to deflate. There was no patient injury. The balloon was replaced with a new slalom thrill balloon. The procedure was a "vaivt" case. A slalom thrill was deflated as usual. However, the air leaked and could not be deflated. Therefore, it was replaced with a new slalom thrill and the procedure was completed. The patient had no infectious disease. The product was not returned for analysis. A product history record (phr) review of lot 82220386 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon- deflation difficulty - unable to¿ was not confirmed as the device was not returned for analysis. The exact cause could not be determined. It is likely procedural factors and/or vessel characteristics may have contributed to the event reported. However, without the return of the device for analysis, it is difficult to draw a clinical conclusion between the device and the event reported. According to the instructions for use ¿caution: if strong resistance is met during advancement or withdrawal of the catheter, discontinue movement and determine the cause of resistance before proceeding. If the cause of resistance cannot be determined, withdraw the entire system. Deflate the balloon by pulling vacuum on the inflation syringe or inflation device. Remove the vacuum (do not apply pressure) and withdraw the catheter. Note: gentle counterclockwise rotation of the balloon may ease withdrawal from the sheath or from the percutaneous entry site. If the balloon cannot be withdrawn through the sheath or guiding catheter, check if the balloon is fully deflated. If not, withdraw the catheter and sheath as one unit.¿ neither the phr nor the information available suggests a design or manufacturing related cause for the reported event. Therefore, no corrective or preventive action will be taken at this time.

Manufacturer narrative:
(B)(6). Device history record (DHR) review was conducted, and the product met quality requirements for product acceptance. This device is available for analysis but has not yet been received. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
During use of a slalom thrill balloon catheter, the balloon failed to deflate. There was no patient injury. The balloon was replaced with a new slalom thrill balloon. The procedure was a "vaivt" case. A slalom thrill was deflated as usual. However, the air leaked and could not be deflated. Therefore, it was replaced with a new slalom thrill and the procedure was completed. The patient had no infectious disease.